Event description:
The unit was returned for routine svc with no problems specified. There was no reported pt harm. During the repair eval, it was discovered that the audible alarm was not functioning. The power switch was replaced to correct the problem.